Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, during removal of rod connectors and set screw, tip of the obturator broke. No fragment of the broken product remained inside the patient. A new obturator was then used to complete the procedure. No patient complications were reported.